Manufacturer narrative:
This is an addendum to the previously submitted emdr's. Based on the results of the reactivity test the patient's doctor alleges the patient tested positive for reaction to the perfix plug. Since the time of implant the patient has experienced multiple complications. At this time it cannot be determined to what extent the patient's alleged allergy to the implant contributed to the reported outcomes. Review of the manufacturing records confirmed that the lot was made to specifications with no anomalies identified. There were (B)(4) units in the lot, manufactured in 3/2011. To date this is the only complaint reported for this production lot.

Event description:
It was reported that in 2012 the patient was implanted with bard perfix plug for the repair of a right inguinal hernia. As reported between 2012 and 2017 the patient has had multiple hospitalizations with complaints of right groin pain associated with burning sensation that radiates down his right groin, knee and foot. The patient was prescribed narcotic pain medication with no effect. As reported the patient has difficulty with bending down or squatting and also experiences pain during intercourse. As reported over the past 6 months the patients symptoms have gotten worse and on (B)(6) 2017 he presented to the hospital ER for evaluation due to the chronic pain and discomfort and patient was diagnosed with right inguinal lymphadenitis / infection. He was prescribed oral antibiotics and was referred to consult with a surgeon to evaluate his right groin pain, infection and a small cyst that has formed on his right testicle. Addendum: the following is alleged to have occurred between (B)(6) 2017 through (B)(6) 2017. The patient underwent an ultrasound on his right testicle due to chronic swelling/infection and was told he had ¿testicular micro calcifications and a scrotal cyst.¿ the contact reports that the surgeon informed the patient he had ¿acute epiditimis¿ and prescribed him an oral antibiotic and medication for nausea. As reported, the patient was referred to follow up with a urologist due to a ¿fungal infection¿. The urologist ordered a CT scan and the patient was diagnosed with a kidney stone and a fungal infection in his right testicle and was prescribed an antifungal medication and an antibiotic. The patient was then referred to another surgeon for a second opinion and as reported was informed he might have to have his testicle removed due to nerve entrapment within scar tissue and swollen lymph nodes. The patient consulted with his surgeon to discuss additional surgical treatment. The patient was prescribed a lidocaine patch and referred to consult with a pain management clinic. As reported, the patient has not been given a date for surgery as the physicians are taking a conservative approach to his medical intervention, however, indicated that surgery is a possibility in the near future. Also reported is that the patient discovered a ¿hole between his testicle and leg¿ that he had the surgeon examine, but did not know what the surgeon had concluded. Addendum: as reported on (B)(6) 2017 the patient underwent a revision procedure which included removal of some of his inguinal nerves. As reported the patient was told there was nerve entrapment which was the cause of his pain and the mesh was so incorporated within the tissues that multiple surgical procedures would be needed to remove it. As reported the surgeon did not remove the testicle at that time, however, is planning on performing another surgical procedure to remove the testicle once the patient has healed from the revision procedure. Shortly after the procedure on (B)(6) 2017 and (B)(6) 2017 the patient presented to the hospital ER with complaints of abdominal bruising and swelling and was sent home with no diagnosis. The contact reports the patient is scheduled to have a seroma drained. As reported the patient is on disability due to all of the reported issues. Addendum: it has been reported by the contact that during the previously documented procedure on (B)(6) 2017 the perfix plug was partially explanted. As reported there is a small amount of the perfix plug mesh left in place that could not be removed as reported, it was "concreted" to the surrounding tissues. The contact reports that between (B)(6) 2017 and (B)(6) 2017 the patient was admitted to the hospital due to a post operative hematoma and was diagnosed with "penile mondor's disease." The contact reports that since his last hospital stay the patient visited the hospital multiple times. On (B)(6) 2017 due to swelling of the right testicle the patient underwent removal of the right testicle as well as his spermatic cord. As reported the patient is continuing with narcotic pain medication for the pain. Addendum: it is reported that on (B)(6) 2017 the patient had a consultation with an allergist to rule out the possibility of a perfix plug mesh reaction. Following the consultation davol was contacted and by the patient's allergist with a request for a mesh sample for reactivity testing. On (B)(6) 2017 the patient had reactivity test performed with the provided mesh sample. Per allergists note, "confirmed contact allergy to this material. While wearing a small piece of mesh on his back, he developed generalized itchy rash and throat tightness, requiring ER intervention on (B)(6) 2017. This is a very unusual secondary reaction to local patch testing."

Manufacturer narrative:
This is an addendum to the previously reported emdrs associated to this patient. The patient is now represented by an attorney. The information provided by the attorney is limited at this time, however, this emdr is submitted to make a correction to the date of implant. As previously reported the patient tested positive for reaction to the perfix plug. Since the time of implant the patient has alleged multiple complications. At this time it cannot be determined to what extent the patient's alleged allergy to the implant contributed to the multiple reported outcomes. Review of the manufacturing records confirmed that the lot was made to specifications with no anomalies identified. Note:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : remain implanted.

Event description:
It was reported that in 2012 the patient was implanted with bard perfix plug for the repair of a right inguinal hernia. As reported between 2012 and 2017 the patient has had multiple hospitalizations with complaints of right groin pain associated with burning sensation that radiates down his right groin, knee and foot. The patient was prescribed narcotic pain medication with no effect. As reported the patient has difficulty with bending down or squatting and also experiences pain during intercourse. As reported over the past 6 months the patients symptoms have gotten worse and on (B)(6) 2017 he presented to the hospital ER for evaluation due to the chronic pain and discomfort and patient was diagnosed with right inguinal lymphadenitis / infection. He was prescribed oral antibiotics and was referred to consult with a surgeon to evaluate his right groin pain, infection and a small cyst that has formed on his right testicle. Addendum per patient contact (B)(6) 2017: the following is alleged to have occurred between (B)(6) 2017 through (B)(6) 2017. The patient underwent an ultrasound on his right testicle due to chronic swelling/infection and was told he had ¿testicular micro calcifications and a scrotal cyst.¿ the contact reports that the surgeon informed the patient he had ¿acute epiditimis¿ and prescribed him an oral antibiotic and medication for nausea. As reported, the patient was referred to follow up with a urologist due to a ¿fungal infection¿. The urologist ordered a CT scan and the patient was diagnosed with a kidney stone and a fungal infection in his right testicle and was prescribed an antifungal medication and an antibiotic. The patient was then referred to another surgeon for a second opinion and as reported was informed he might have to have his testicle removed due to nerve entrapment within scar tissue and swollen lymph nodes. The patient consulted with his surgeon to discuss additional surgical treatment. The patient was prescribed a lidocaine patch and referred to consult with a pain management clinic. As reported, the patient has not been given a date for surgery as the physicians are taking a conservative approach to his medical intervention, however, indicated that surgery is a possibility in the near future. Also reported is that the patient discovered a ¿hole between his testicle and leg¿ that he had the surgeon examine, but did not know what the surgeon had concluded. Addendum per patient contact (B)(6) 2017: as reported on (B)(6) 2017 the patient underwent a revision procedure which included removal of some of his inguinal nerves. As reported the patient was told there was nerve entrapment which was the cause of his pain and the mesh was so incorporated within the tissues that multiple surgical procedures would be needed to remove it. As reported the surgeon did not remove the testicle at that time, however, is planning on performing another surgical procedure to remove the testicle once the patient has healed from the revision procedure. Shortly after the procedure on (B)(6) 2017 and (B)(6) 2017 the patient presented to the hospital ER with complaints of abdominal bruising and swelling and was sent home with no diagnosis. The contact reports the patient is scheduled to have a seroma drained. As reported the patient is on disability due to all of the reported issues. Addendum per patient contact (B)(6) 2017: it has been reported by the contact that during the previously documented procedure on (B)(6) 2017 the perfix plug was partially explanted. As reported there is a small amount of the perfix plug mesh left in place that could not be removed as reported, it was "concreted" to the surrounding tissues. The contact reports that between (B)(6) 2017 and (B)(6) 2017 the patient was admitted to the hospital due to a post operative hematoma and was diagnosed with "penile mondor's disease." The contact reports that since his last hospital stay the patient visited the hospital multiple times. On (B)(6) 2017 due to swelling of the right testicle the patient underwent removal of the right testicle as well as his spermatic cord. As reported the patient is continuing with narcotic pain medication for the pain. Addendum per patient contact (B)(6) 2017: it is reported that on (B)(6) 2017 the patient had a consultation with an allergist to rule out the possibility of a perfix plug mesh reaction. Following the consultation davol was contacted and by the patient's allergist with a request for a mesh sample for reactivity testing. On (B)(6) 2017 the patient had reactivity test performed with the provided mesh sample. Per allergists note, "confirmed contact allergy to this material. While wearing a small piece of mesh on his back, he developed generalized itchy rash and throat tightness, requiring ER intervention on (B)(6) 2017. This is a very unusual secondary reaction to local patch testing." Addendum per legal complaint 07/29/2019: attorney alleges that the patient underwent surgery for implant of a bard/davol perfix plug on (B)(6) 2012. It is also alleged by patient attorney that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
Addendum to document additional information provided by the patient contact. Based on the additional information provided, it is alleged that the patient underwent an additional surgical procedure and it was determined that the cause of his pain was due to nerve entrapment. As reported the mesh was well incorporated, as is intended. There is no indication that any of the mesh was explanted, nor is there any indication of a need to explant the mesh. As reported the patient will undergo an additional procedure with no indication that this is related to the mesh. Based on this information the results of the investigation remain inconclusive. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in 2012 the patient was implanted with bard perfix plug for the repair of a right inguinal hernia. As reported between 2012 and 2017 the patient has had multiple hospitalizations with complaints of right groin pain associated with burning sensation that radiates down his right groin, knee and foot. The patient was prescribed narcotic pain medication with no effect. As reported the patient has difficulty with bending down or squatting and also experiences pain during intercourse. As reported over the past 6 months the patients symptoms have gotten worse and on (B)(6) 2017 he presented to the hospital ER for evaluation due to the chronic pain and discomfort and patient was diagnosed with right inguinal lymphadenitis / infection. He was prescribed oral antibiotics and was referred to consult with a surgeon to evaluate his right groin pain, infection and a small cyst that has formed on his right testicle. Addendum: the following is alleged to have occurred between (B)(6) 2017 through (B)(6) 2017. The patient underwent an ultrasound on his right testicle due to chronic swelling/infection and was told he had ¿testicular micro calcifications and a scrotal cyst.¿ the contact reports that the surgeon informed the patient he had ¿acute epiditimis¿ and prescribed him an oral antibiotic and medication for nausea. As reported, the patient was referred to follow up with a urologist due to a ¿fungal infection¿. The urologist ordered a CT scan and the patient was diagnosed with a kidney stone and a fungal infection in his right testicle and was prescribed an antifungal medication and an antibiotic. The patient was then referred to another surgeon for a second opinion and as reported was informed he might have to have his testicle removed due to nerve entrapment within scar tissue and swollen lymph nodes. The patient consulted with his surgeon to discuss additional surgical treatment. The patient was prescribed a lidocaine patch and referred to consult with a pain management clinic. As reported, the patient has not been given a date for surgery as the physicians are taking a conservative approach to his medical intervention, however, indicated that surgery is a possibility in the near future. Also reported is that the patient discovered a ¿hole between his testicle and leg¿ that he had the surgeon examine, but did not know what the surgeon had concluded. Addendum: as reported on (B)(6) 2017 the patient underwent a revision procedure which included removal of some of his inguinal nerves. As reported the patient was told there was nerve entrapment which was the cause of his pain and the mesh was so incorporated within the tissues that multiple surgical procedures would be needed to remove it. As reported the surgeon did not remove the testicle at that time, however, is planning on performing another surgical procedure to remove the testicle once the patient has healed from the revision procedure. Shortly after the procedure on (B)(6) 2017 and (B)(6) 2017 the patient presented to the hospital ER with complaints of abdominal bruising and swelling and was sent home with no diagnosis. The contact reports the patient is scheduled to have a seroma drained. As reported the patient is on disability due to all of the reported issues.

Manufacturer narrative:
This is an addendum to the previously submitted MDR's to document additional information provided by the contact. Based on this information the results of the investigation remain inconclusive. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported that in 2012 the patient was implanted with bard perfix plug for the repair of a right inguinal hernia. As reported between 2012 and 2017 the patient has had multiple hospitalizations with complaints of right groin pain associated with burning sensation that radiates down his right groin, knee and foot. The patient was prescribed narcotic pain medication with no effect. As reported the patient has difficulty with bending down or squatting and also experiences pain during intercourse. As reported over the past 6 months the patients symptoms have gotten worse and on (B)(6) 2017 he presented to the hospital ER for evaluation due to the chronic pain and discomfort and patient was diagnosed with right inguinal lymphadenitis / infection. He was prescribed oral antibiotics and was referred to consult with a surgeon to evaluate his right groin pain, infection and a small cyst that has formed on his right testicle. Addendum: the following is alleged to have occurred between (B)(6) 2017 through (B)(6)b2017. The patient underwent an ultrasound on his right testicle due to chronic swelling/infection and was told he had ¿testicular micro calcifications and a scrotal cyst.¿ the contact reports that the surgeon informed the patient he had ¿acute epiditimis¿ and prescribed him an oral antibiotic and medication for nausea. As reported, the patient was referred to follow up with a urologist due to a ¿fungal infection¿. The urologist ordered a CT scan and the patient was diagnosed with a kidney stone and a fungal infection in his right testicle and was prescribed an antifungal medication and an antibiotic. The patient was then referred to another surgeon for a second opinion and as reported was informed he might have to have his testicle removed due to nerve entrapment within scar tissue and swollen lymph nodes. The patient consulted with his surgeon to discuss additional surgical treatment. The patient was prescribed a lidocaine patch and referred to consult with a pain management clinic. As reported, the patient has not been given a date for surgery as the physicians are taking a conservative approach to his medical intervention, however, indicated that surgery is a possibility in the near future. Also reported is that the patient discovered a ¿hole between his testicle and leg¿ that he had the surgeon examine, but did not know what the surgeon had concluded. Addendum: as reported on (B)(6) 2017 the patient underwent a revision procedure which included removal of some of his inguinal nerves. As reported the patient was told there was nerve entrapment which was the cause of his pain and the mesh was so incorporated within the tissues that multiple surgical procedures would be needed to remove it. As reported the surgeon did not remove the testicle at that time, however, is planning on performing another surgical procedure to remove the testicle once the patient has healed from the revision procedure. Shortly after the procedure on (B)(6) 2017 the patient presented to the hospital ER with complaints of abdominal bruising and swelling and was sent home with no diagnosis. The contact reports the patient is scheduled to have a seroma drained. As reported the patient is on disability due to all of the reported issues. Addendum: it has been reported by the contact that during the previously documented procedure on (B)(6) 2017 the perfix plug was partially explanted. As reported there is a small amount of the perfix plug mesh left in place that could not be removed as reported, it was "concreted" to the surrounding tissues. The contact reports that between (B)(6) 2017 and (B)(6) 2017 the patient was admitted to the hospital due to a post operative hematoma and was diagnosed with "penile mondor's disease." The contact reports that since his last hospital stay the patient visited the hospital multiple times. On (B)(6) 2017 due to swelling of the right testicle the patient underwent removal of the right testicle as well as his spermatic cord. As reported the patient is continuing with narcotic pain medication for the pain.

Manufacturer narrative:
Based on the information provided the patient's symptoms have not been associated to the implant by a medical professional. As reported the patient has been referred to a surgeon for an evaluation into his symptoms. At this time no definitive conclusions can be made. We are seeking additional information from the patient, should anything additional be provided a supplemental MDR will be submitted. Although, no connection has been made between the reported infection and the bard device in question, regarding infection the warning section of the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Additionally, a review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #1: based on the additional information provided by the patient contact, the results of the investigation remain inconclusive. There has been no surgical intervention and to date the mesh remains implanted. Addendum #2: based on the additional information provided, it is alleged that the patient underwent an additional surgical procedure and it was determined that the cause of his pain was due to nerve entrapment. As reported the mesh was well incorporated, as is intended. There is no indication that any of the mesh was explanted, nor is there any indication of a need to explant the mesh. As reported the patient will undergo an additional procedure with no indication that this is related to the mesh. Based on this information the results of the investigation remain inconclusive. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Addendum #3: based on the additional information provided by patient contact, the results of the investigation remain inconclusive. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. Addendum #4: based on the results of the reactivity test the patient's doctor alleges the patient tested positive for reaction to the perfix plug. Since the time of implant the patient has experienced multiple complications. At this time it cannot be determined to what extent the patient's alleged allergy to the implant contributed to the reported outcomes. Review of the manufacturing records confirmed that the lot was made to specifications with no anomalies identified. There were 498 units in the lot, manufactured in 3/2011. To date this is the only complaint reported for this production lot. Addendum #5: this is an addendum to the previously reported emdr's associated to this patient. The patient is now represented by an attorney. The information provided by the attorney is limited at this time, however, this emdr is submitted to make a correction to the date of implant. As previously reported the patient tested positive for reaction to the perfix plug. Since the time of implant the patient has alleged multiple complications. At this time it cannot be determined to what extent the patient's alleged allergy to the implant contributed to the multiple reported outcomes. Review of the manufacturing records confirmed that the lot was made to specifications with no anomalies identified. Addendum #6: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, 5 years 3 months, post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, hematoma, seroma, hypersensitivity/ allergic reaction, inflammation, fibrosis and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence, seroma, hematoma and inflammation as possible complications. Updated fields: a4, b4, b5, b6, b7, d4 (UDI no), g1, g2, g3, g6, h2, h6, h10, h11. Corrected fields: d.6b (date of explant), h3. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It was reported that in 2012 the patient was implanted with bard perfix plug for the repair of a right inguinal hernia. As reported between 2012 and 2017 the patient has had multiple hospitalizations with complaints of right groin pain associated with burning sensation that radiates down his right groin, knee and foot. The patient was prescribed narcotic pain medication with no effect. As reported the patient has difficulty with bending down or squatting and also experiences pain during intercourse. As reported over the past 6 months the patients symptoms have gotten worse and on (B)(6) 2017 he presented to the hospital ER for evaluation due to the chronic pain and discomfort and patient was diagnosed with right inguinal lymphadenitis / infection. He was prescribed oral antibiotics and was referred to consult with a surgeon to evaluate his right groin pain, infection and a small cyst that has formed on his right testicle addendum per additional information provided: (B)(6)2012 - patient was diagnosed with small right indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the hernia sac was dissected. A perfix plug mesh was placed into the floor at the area of the weakness and sutured.¿ (B)(6)2017 - patient was diagnosed with recurrent right inguinal hernia, right inguinal neuropathy, right epidermitis thereby underwent neurectomy and open repair with the partial explant of perfix plug. Per operative notes, ¿there was just a mass of chronically inflamed hard scar tissue, shows some were stuck under the external oblique and then were some mesh. All scar tissues were resected along with all hard material to release the nerve trap. At the inferior femoral side, there were some lymp node dissected, some mass to the right contributing to pain. Then, removed some visualized portion of mesh where the inflammation found around that area. The hernia was repaired with sutures.¿ (B)(6)2017 - patient was diagnosed with hematoseroma in the right groin thereby underwent drainage of hematoseroma and debridement and lavage of skin, subcutaneous tissue and fascia. Per operative notes, ¿there was clot, subcutaneous fat necrosis, debris and greenish material were debrided out and irrigated. Then, a jp drain was placed through a stab wound.¿ (B)(6)2017 - patient was diagnosed with intractable right groin pain and chronic epididymitis thereby underwent right radical orchiectomy and drainage of phlegmon. (B)(6)2018 - patient was diagnosed with recurrent right inguinal hernia mesh allergy thereby underwent laparoscopic repair with the explant of perfix plug. Per operative notes, ¿the mesh was found associated with indirect inguinal hernia. Harmonic ace was used to free up much of the medial, anterior and posterior aspects of the mesh. The lateral aspect of the mesh was dissected and sorbafix tacker was used to tack the peritoneum back to the anterior abdominal wall and the umbilical transfascial defect was sutured. Remaining patch removed from the anterior part followed by removing the medial part at the pubic tubercle. Mesh was also removed from shelving edge of the inguinal ligament. The edge of the mesh also removed at some points entirely.¿ (B)(6)2019 - patient was diagnosed with umbilical suture sinus thereby underwent exploration of umbilicus and fulguration of suture sinus. Attorney alleged that the patient had adhesions, infection, loss of testicles, nerve damage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient underwent exploration of umbilicus on (B)(6)2019.

Manufacturer narrative:
Addendum based on additional information provided by the patient contact. Based on the additional information provided, the results of the investigation remain inconclusive. There has been no surgical intervention and to date the mesh remains implanted. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in 2012 the patient was implanted with bard perfix plug for the repair of a right inguinal hernia. As reported between 2012 and 2017, the patient has had multiple hospitalizations with complaints of right groin pain associated with burning sensation that radiates down his right groin, knee and foot. The patient was prescribed narcotic pain medication with no effect. As reported the patient has difficulty with bending down or squatting and also experiences pain during intercourse. As reported over the past 6 months the patients symptoms have gotten worse and on (B)(6) 2017 he presented to the hospital ER for evaluation due to the chronic pain and discomfort and patient was diagnosed with right inguinal lymphadenitis / infection. He was prescribed oral antibiotics and was referred to consult with a surgeon to evaluate his right groin pain, infection and a small cyst that has formed on his right testicle. Addendum: the following is alleged to have occurred between (B)(6) 2017. The patient underwent an ultrasound on his right testicle due to chronic swelling/infection and was told he had ¿testicular micro calcifications and a scrotal cyst.¿ the contact reports that the surgeon informed the patient he had ¿acute epiditimis¿ and prescribed him an oral antibiotic and medication for nausea. As reported, the patient was referred to follow up with a urologist due to a ¿fungal infection¿. The urologist ordered a CT scan and the patient was diagnosed with a kidney stone and a fungal infection in his right testicle and was prescribed an antifungal medication and an antibiotic. The patient was then referred to another surgeon for a second opinion and as reported was informed he might have to have his testicle removed due to nerve entrapment within scar tissue and swollen lymph nodes. The patient consulted with his surgeon to discuss additional surgical treatment. The patient was prescribed a lidocaine patch and referred to consult with a pain management clinic. As reported, the patient has not been given a date for surgery as the physicians are taking a conservative approach to his medical intervention, however, indicated that surgery is a possibility in the near future. Also reported is that the patient discovered a ¿hole between his testicle and leg¿ that he had the surgeon examine, but did not know what the surgeon had concluded.

Manufacturer narrative:
Based on the information provided the patient's symptoms have not been associated to the implant by a medical professional. As reported the patient has been referred to a surgeon for an evaluation into his symptoms. At this time no definitive conclusions can be made. We are seeking additional information from the patient, should anything additional be provided a supplemental MDR will be submitted. Although, no connection has been made between the reported infection and the bard device in question, regarding infection the warning section of the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Additionally, a review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remain implanted.

Event description:
It was reported that in 2012 the patient was implanted with bard perfix plug for the repair of a right inguinal hernia. As reported between 2012 and 2017 the patient has had multiple hospitalizations with complaints of right groin pain associated with burning sensation that radiates down his right groin, knee and foot. The patient was prescribed narcotic pain medication with no effect. As reported the patient has difficulty with bending down or squatting and also experiences pain during intercourse. As reported over the past 6 months the patients symptoms have gotten worse and on (B)(6) 2017 he presented to the hospital ER for evaluation due to the chronic pain and discomfort and patient was diagnosed with right inguinal lymphadenitis / infection. He was prescribed oral antibiotics and was referred to consult with a surgeon to evaluate his right groin pain, infection and a small cyst that has formed on his right testicle